Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and woudl not boot up. Functional testing and data download could not be performed due to the receiver not turning on. The receiver case was opened for further evaluation. A visual interior inspection was performed and found heavy moisture damage on the main board. A speaker resistance test was performed and passed.the device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defect was found. The receiver was charged and rebooted. Functional testing and log download cannot be performed since receiver will not turn on. The receiver case was opened for an internal visual inspection. A visual interior inspection was performed and failed with heavy moisture damaged at the main board. A speaker resistance test was performed and performed within specification. The reported event of intermittent audio output was confirmed. The root cause for intermittent audio is because of moisture damaged.